Event description:
Pt's meter was reading inaccurately. Pt tested blood sugar at 9:00 pm obtaining a reading of 126 mg/dl (interpreted it as 12.6 mmol/l). Pt took 1 extra unit of humalog on their insulin pump based on this reading. At approximately 10:30 pm they checked on pt family member and found pt lying on the bed incoherent. They called the paramedics 10 minutes later and when they arrived they tested pt on their meter (results unk), treated pt with hyper stop, and took pt to the hospital. At the hospital they were treated with an IV drip and blood sugar was tested every hour until result was 8.0 mmol/l. Upon arriving home family member discovered the meter was set to the incorrect unit of measurement. Although the meter did not malfunction, this case is being reported as an adverse event due to the fact that the pt suffered a serious injury due to user error. The meter is being replaced for the pt's comfort. No further info has been reported.